Manufacturer narrative:
The insulin pump was received with high idle current due to open trace of lcd driver on lcd board. The device had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed low battery. The battery has been in for less then a week. Customer's blood glucose was unknown. No further information reported.